Event description:
It was reported the subject device experienced that the insertion tube is broken. This issue happened during service / maintenance. There were no reports of patient involvement.

Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cover of universal cord broken, the light guide bundle was slightly interrupted and weakened in the insertion part. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the insertion tube is broken due a component failure of the outer tube. Cover of universal cord broken is caused by a component failure of the universal cord and the light guide bundle was slightly interrupted and weakened in the insertion part is caused by a component failure of the lg bundle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.